Event description:
The issue was found during procedure and the therapeutic (anterior cruciate ligament) procedure was completed with a similar device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and information obtained from the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the image issue (fog) was not reproduced during device evaluation, since the leak test was rejected from the c connector seal, it is likely that the image was temporarily foggy due to the interior flooding. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of foggy image was not confirmed. The customer¿s allegation of a problem with seal integrity was confirmed. The device evaluation failed a leak test due to the connector seal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head image was fogging. The customer also stated a problem with the seal integrity. There were no reports of patient harm.